Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated an erroneous sodium result. Customer reported that the result was reported out of the laboratory. Customer reported that the doctor questioned the result. Customer reported that the sample was rerun on the cx instrument in the laboratory. Customer reported that the cx instrument gave a lower result. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) decontaminated the ion selective electrode system and verified performance.

Manufacturer narrative:
This report is one of two reports related to two reportable events that occurred on two days. This report is related to MDR#2050012-2012-00805.